Manufacturer narrative:
Concomitant medical products: model: 459888, lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). Review of settings indicates there have been changes made previously in an effort to avoid twos post pace episodes. The twos episodes are infrequent and do not appear to interfere with overall bi-ventricular pacing. It was noted that the twos were unable to be reproduced in clinic during testing. Follow up was conducted. It was verified that no new reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.